Manufacturer narrative:
The insulin pump was not received in manufacture mode. Unable to perform displacement test due to missing retainer. The pump was received with broken reservoir tube lip, missing reservoir tube o-ring, minor scratches on case and minor scratches on lcd window.

Event description:
The customer's parent reported via phone call that the reservoir ring was broken while changing. The customer¿s blood glucose level was 130 mg/dl. The insulin pump will be returned for analysis.